Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her son's insulin pump has history and bolus anomaly. Customer indicated that the history shows bolus attempts when they have not administered bolus. Customer also indicated that the pump displays a basal set change when her child was sleeping. Customer does not recall any significant events leading to the errors. Customer's son's blood glucose was 441 mg/dl at the time of incident. Customer was advised that the device would be replaced and agreed to return the product for analysis.